Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Kühn, a. L., kan, p., henninger, n., srinivasan, v., rodrigues, k. D. M., wakhloo, a. K., ¿ puri, a. S. (2019). Impact of age on cerebral aneurysm occlusion after flow diversion. Journal of clinical neuroscience, 65, 23¿27. Doi: 10.1016/j.jocn.2019.04.024 medtronic literature review found reports of patient complications after pipeline implantation. The purpose of this article was to evaluate the safety and efficacy of the pipeline (ped) in different patient age groups with unruptured intracranial aneurysms. The authors reviewed the results of 260 patients: 52 patients in the young age group, 144 middle age, 64 in the older age group. Male-to-female ratio was 1:6. The article notes the following outcomes: - 6 deaths.